Event description:
The instrument broke during surgery when surgeon used to tightened spinal system.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis, risk assessment was completed. Results: the xia ii torque wrench was returned with the broken tip. The device history review has concluded that the reported batch complied with dimensional and appearance specifications prior to release. Eighteen complaints for tip breakage have been reported on this instrument since 2005. In this case, there were no adverse consequences reported to the patient. Conclusion: a CAPA has been initiated and the root cause analysis concludes that the tip breakage is the result of sensitivity and inter-granular attack with can lead to corrosion when subject to moisture and time.